Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reagent cartridge leak after the customer loaded on the instrument. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.